Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed no reservoir when filling tubing. Customer's blood glucose was 312 mg/dl. Customer mentioned there was fluid in the reservoir compartment. After troubleshooting, it was unable to determine where the leak came from. Customer will not be returning the reservoir for analysis.